Manufacturer narrative:
Investigation: the evaluation of the picture of the affected sample confirmed spilled epoxy (glue used to join cannula into hub) along the cannula. The dosage of epoxy was correct. A review of the device history record was reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Needles were assembled in lot #6356190. Research has found no problems, defects or qn related to the reported issue. This issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some temporary stoppage in the process or any adjustment of the epoxy dosage machine. As a consequence, higher quantity of epoxy was added to and felt down the hub resulting in the observed issue. The sample presented spilled epoxy along the cannula. That confirmed the reported issue. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. ¿PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. UDI#: (B)(4).

Event description:
It was reported there was yellow foreign matter in the needle of a bd¿ 5ml syringe with 22 g x 1 ¼ in. Needlebefore use. No medical interventions reported.